Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. A fluoroscopy revealed a pericardial effusion. The lead had perforated through the heart. A surgery was performed to repair the tear and the lead was successfully repositioned. The lead was explanted and replaced on (B)(6) 2013.